Manufacturer narrative:
The device was returned for evaluation. No bends or kinks were found. The pod generated an alarm, indicating an occlusion. The exact cause of the increases in pulse widths just prior to failure could not be determined. A bolus was being delivered, so it is possible that the increase in pulse widths was related to physiological factors at the infusion site, but this could not be conclusively determined.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 275 mg/dl while wearing the pod between 4 and 24 hours. The patient was playing, a ball hit the pod and the patient fell, half an hour later a bolus was administered and an occlusion alarm occurred, when removed from the infusion site (leg), the pod's cannula was found bent. The bolus amount was 5 units, they do not think the full bolus went through as 5 units was given but only 4 units is insulin was on board.